Event description:
The pt's mother reported that her son's infusion device was blank. She reported that it was still working, but the screen was blank. The mother reported that the power pack had been in use approximately 2 weeks. She stated that she is aware of the power pack recall and has been changing the power pack every 2 weeks as requested. The pt's mother stated that the back up infusion device was also blank. The product was requested to be returnede to be evaluated. The pt did not require medical attention from a healthcare professional or second party to address the issue.